Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "I'm contacting you to find out about the allergan breast implant guarantee". Healthcare professional later reported "rupture and capsular contracture baker grade ii" confirmed via MRI. This record is for the left side. Device remains implanted.